Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant the implantable cardioverter defibrillator (ICD) was working correctly and then there was undersensing on the right atrial (ra) lead which lead the ICD to mis-detect as ventricular fibrillation (vf) and deliver an inappropriate shock. Programming changes were made for the ICD. The ra lead and ICD remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.